Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 196 mg/dl. Reportedly, customer has manual injections of fast acting insulin. Tandem customer technical support (cts) recommended customer to speak with a health care practitioner (hcp) to discuss getting long lasting insulin. Cts also advised to ask the hcp for any guidance on using back up therapy as well.